Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for contraception. In 2015, the patient had essure inserted. In 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed in 2018. At the time of the report, the medical device removal had resolved. The reporter considered medical device removal to be related to essure. The reporter commented: abscess, sepsis and ectopic pregnancy under review. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.